Manufacturer narrative:
Result of investigation: vyaire field service went onsite the customer replaced pm (preventive maintenance) parts. Unit not passing calibration. Need new gde (gas delivery engine). As a resolution, replace gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined . Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator showing external temperature error while on a patient. The customer confirmed that there is no patient harm associated with this reported event.